Event description:
It was reported that a power on reset message appeared when the device was interrogated and ready to be use for an implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.